Event description:
A customer reported that the unit of measurement setting of their freestyle flash meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Tested returned unit as per doc03198 and doc07447. No manufacturing parameters found out of spec and fresh panasonic battery voltage was measured at 3.042v. Did not observe battery icon or booklet icon while strip was inserted. Uom was selectable and was rec'd at mg/dl. Error number 0300, 0806, 0204 and 0015 were observed in the internal error log indicating battery droop. Customers and retailers have been informed through the fa16may2006 letter.